Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country: the united states. It was reported that the patient experienced two adhesive patch and cannula housing detached from spring prior to insertion while adhesive backing removal on (B)(6) 2026. No further information available.